Event description:
It was reported that the 8100 was giving error 242.4030. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error 242.4030 was not identified during the customer call. Tech support advised customer to check the motor connector is securely connected and advise to replace the ail assembly (the motor encoder is part of this assembly) (49000355) and motor controller board (49000958) and logic board (49000959). Customer was provided with the part numbers and transferred to customer order management (com) for further assistance with parts procurement. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.